Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose level was 444 mg/dl. The customer was advised to insert new aaa alkaline batteries. The customer does not have new batteries to test with the pump. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised if display does not return, to revert to a backup plan. The customer will be sent a replacement battery cap.